Manufacturer narrative:
Once the set volume of cardioplegia is delivered, the software stops the pump; however, there is some small delay between the software trigger and actual hardware response. The volumes displayed have some known error and review of event history logs demonstrated an actual discrepancy of less than 1%. Therefore, there was no device fault found.

Event description:
The user reported that the cardioplegia volume set, delivered, and recorded differed. There was no patient involvement or harm.